Manufacturer narrative:
Complaint no: (B)(4). The transfer set was discarded and a lot number was not provided; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between their catheter and their transfer set. The patient stated that they did not notice anything unusual that would cause the connection issue. The problem was resolved by replacing the catheter and the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.